Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products:: tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm-lot# 1244533. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant fell off the driver during placement. Customer reported that they were able to complete the procedure with a another implant with the same driver. They do not believe that there was a malfunction with the driver. They also do not have the information on which driver was used. Tooth location #30.